Manufacturer narrative:
The device was not returned for analysis. An event of arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 3.7mm. The valve was successfully implanted at a depth of 5mm on the non-coronary cusp and 6mm on the left coronary cusp. The patient required a permanent pacemaker post navitor procedure.